Manufacturer narrative:
Despite the follow-up attempts, the customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next one meter with serial # (B)(6), and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a2 and a4 as the customer's age and weight were not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
An advocate called to report that the customer obtained a blood glucose reading of 300 mg/dl with the contour® next one meter. The customer took 5 units of insulin based on the meter's readings. The customer was experiencing symptoms such as body ache and fever. Since the customer was not feeling well even after taking insulin, she went to the hospital where a reading of 153 mg/dl was obtained with the hospital's meter. The customer was given fluids in the hospital. A few hours later, a laboratory testing was performed and a reading of 163 mg/dl was obtained. No further event details were provided. The customer disconnected the call. Therefore, a replacement device could not be offered and the device could not be requested back for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.